Event description:
It was reported that during device change out for an asymptomatic patient, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.